Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) was investigated. As received, there were scratches on the j1 battery connector which created an intermittent connection. The cause of the battery faults is the intermittent connection. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing battery faults.